Event description:
It was reported that during unpacking, the localization wire was noted to be protruding from the sealed package. The device was not used in a patient.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.